Event description:
Complainant described to sales rep that operating room staff has had float shutoff mechanism activated when vacuum was first applied. Shaking canister can free the float, but not always. There were no reported patient consequences.

Manufacturer narrative:
Serial number (B)(4) corresponds to lot numbers 20130715, 20130716, 20130717, 20130718, 20130719.